Event description:
It was reported through a case report titled "radiofrequency catheter ablation for atrial fibrillation in a patient with left ventricular assist device: a case report" that in patients with a left ventricular assist devise (lvad), the prevalence and the incidence of atrial fibrillation (af) are high. However, the efficacy of af ablation in lvad patients has not been fully confirmed. Here, we report a case of lvad patient whom we successfully performed radiofrequency catheter ablation (rfca) for af. A 70-year-old man with lvad, diagnosed as idiopathic dilated cardiomyopathy, was admitted because of recurrent episodes of af and atrial flutter (afl) which accompanied with intolerable fatigue. Although heart rate was adequately controlled, af and afl were so symptomatic that electrical cardioversion was required each time. Thus, we decided to perform rfca for af and afl. To reduce the risk of bleeding complications, the venous accesses were only obtained from right femoral vein. A single transeptal puncture was performed to reduce a risk of right-to-left shunt through an iatrogenic atrial septum! Defect. Ipsilateral pulmonary vein antrum ablation was performed using three-dimensional mapping system with a single ablation catheter. Subsequently, a bidirectional conduction block between pulmonary veins and left atria (la) was confirmed with a multipolar mapping catheter. Then, we performed additional radiofrequency applications targeting area with low voltage amplitude and a fractionated electrogram on la anterior wall as well as cavo tricuspid isthmus ablation. Patient had no complication related with the procedure. During the follow up of 7 months, there was no recurrent episode of atrial arrhythmias. In conclusion, rfca for af is safely performed and might be a feasible therapeutic option in lvad patients.

Manufacturer narrative:
Section e: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further instances of cardiac arrhythmia have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available and contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system section 6 lists cardiac arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.